Event description:
It was reported that a concern was raised regarding postoperative inflammation observed in 3 patients (5 eyes) following intraocular lens (iol) implantation. The inflammation required additional cortisone treatment. It was noted that the patients are well and no lenses have been explanted. This file covers the first patient (eye 1 of 2 for this patient). A separated report will be submitted for patients 2 and 3.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: unknown/not provided, as information was asked but it was not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected information: upon further review of the file, it was noted that the initial report was sent without the model number: icb00. The following section has been updated accordingly: section d4 - model number: icb00. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.